Event description:
It was reported that the customer experienced a low/high blood glucose (bg) level of 53 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. Customer consumed carbohydrates and glucagon to address bg. Customer updated their pump settings to address the event.